Event description:
A customer reported that he has received reports from ICU nurses of a blood set leaking and "crushed". He stated he has no details of the leak location or what part was crushed, but he checked the storage situation and found nothing is stored on top of the set that would lead to crushing. Nursing could not provide details on this event, but they suspect a cracked safety clamp fitment. She stated that the issue was likely noted before use on a pt and that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The customer's experience of a cracked lower fitment was not confirmed, however, leaking was observed at the connection between the primary and extension sets during functional testing. The leaking is due to a cracked female luer on the extension set and not at the lower fitment as reported. The root cause of the cracked female luer was not identified.